Event description:
It was reported that the patient was having an MRI, but it was unknown whether it was related to the device. The healthcare professional (hcp) reported being told that the patient¿s pump was faulty, but then also stated that the patient¿s family indicated that there may be a kink in the catheter. Per the hcp, there¿s a plan to do something on the 16th to correct it, but the hcp didn¿t know what it was. It was not known when this occurred, or what happened to the patient. At the time of the report, there was no drug in the pump. No symptoms, interventions, drugs, or outcome, were reported. Further follow-up is being conducted to obtain additional information. If information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6), 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).